Manufacturer narrative:
Concomitant medical products: bone screw 6.5mm dia x 25mm long (cat# 120-65-25 / serial# (B)(4) ). Nv gxl lnr, lipped, 36mm ID, group 3 cups (cat# 132-36-53 / serial# (B)(4) ). Cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10.5 years post initial right tha, the (B)(6) year old male patient was brought back for osteolysis of the right hip. The hip was dislocated, femoral head removed, stem found to be well fixed. Attention turned to cup. The liner was removed with the use of a chisel, the bone screw was removed. The cup found to be loose and was removed. The patient received 40cc of optecure mixed with a crushed femoral head allograft. A biomet g7 multihole cup with dual mobility was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of deterioration of the bond between the acetabular cup and the bone after being implanted for over 10 years, patient-related conditions, or a combination of these possibilities, which led to aseptic (non-infected) acetabular cup loosening and osteolysis. The most probable root cause associated with the reported event of "loosening - acetabular¿ is associated with weakened integration of the acetabular component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.